Manufacturer narrative:
(B)(4).

Event description:
It was reported "during catheter insertion for a patient, it was noted that the anterior half of the balloon could not be inflated. The posterior portion was inflatable. Multiple attempts were ineffective". Additional information states that to continue therapy, a second iab catheter was inserted. The second catheter was inserted into the same inserion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "during catheter insertion for a patient, it was noted that the anterior half of the balloon could not be inflated. The posterior portion was inflatable. Multiple attempts were ineffective". Additional informaiton states that to continue therapy, a second iab catheter was inserted. The second catheter was inserted into the same inserion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30 cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. No blood was noted on the interior or the exterior surfaces of the returned iabc. The sample was likely cleaned prior to the return. The bladder thick-ness was measured at six points with measurements ranging from 0.0063 in-0.0068 in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "anterior half of the balloon could not be inflated" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks/alarms were noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action re-quired at this time.

Event description:
It was reported "during catheter insertion for a patient, it was noted that the anterior half of the balloon could not be inflated. The posterior portion was inflatable. Multiple attempts were ineffective". Additional information states that to continue therapy, a second iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".